Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: when did the blistering and oozing around the dermabond site begin? While I was in the hospital after having surgery (thymectomy by sternotomy) - blistering and oozing begin immediately after surgery. How large of an area does the reaction cover? The incision is approx. 7-8 inches long. The reaction covered approx. 4" to 5" radius or more all around the incision. What was done to address the reaction? While in the hospital post-surgery, they used acetone wipes to try to remove as much of the dermabond as possible. When I was omitted back to the hospital on (B)(6) 2016, they administered IV antibiotics. They did a CT scan of my chest. The results of the CT scan showed inflammation and infection inside my chest. They told me they was trying to get the inflammation / infection under control by administering IV antibiotics and if that didn't work they may have to cut my chest back open to remove the infection. I don't know the type of antibiotics which were administered. When I was discharged from the hospital, I was prescribed antibiotics to take by mouth. What type of medication was used to treat the reaction? What was the dosage? When (date) was the medication administered? The date antibiotics were administered was (B)(6) 2016. Was the product removed? Was another method used to close the incision? They used acetone wipes to wipe away as much of the dermabond as possible from the incision and surrounding areas. Are you hypersensitive or have allergies to cyanoacrylate or formaldehyde? To the best of my knowledge = no. I don't think I've ever had any contact or been subjected to either one of them. Are you hypersensitive to pressure sensitive adhesives? To the best of my knowledge = no. I don't think I've ever be subject to any until now. Were any patch or sensitivity tests performed? I don't know. Can you identify the product code and lot number of the product that was used? No! Please provide your age or date of birth; bmi; gender, pre-existing medical conditions (i.e. Allergies, history of reactions) at the time of the procedure- date of birth = (B)(6) / bmi = approx. 27.0 / gender = female; allergies include = penicillin; prilosec; dexilant ; dilaudid.

Event description:
It was reported that a patient underwent a thymectomy by sternotomy procedure on (B)(6) 2016 and topical skin adhesive was used. The patient reported blisters and oozing around the topical skin adhesive site immediately after having surgery. On (B)(6) 2016 the patient reports going to the emergency room and was admitted due to infection of the chest and extreme pain. It was reported by the patient that she had a seizure in the emergency room. While in the hospital post-surgery, acetone wipes were used to try to remove the topical skin adhesive. CT scan showed inflammation and infection inside the chest. IV antibiotics were administered. When discharged from the hospital, the patient was prescribed antibiotics to take by mouth. Patient reports feeling much better 4-7 days after IV antibiotics were administered.